Event description:
Caller states that the inform meter sparked, produced smoke, and melted the plastic near the meter connector port area. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform meter. Reference medwatch with (B)(6) for the inform base unit.